Manufacturer narrative:
The lead has been returned to the manufacturer. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and the distal conductor fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation had a cosmetic depression and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the lead impedance was out of range, there was a lead integrity alert, no ventricular pacing and there was a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance was out of range, there was a lead integrity alert, no ventricular pacing and there was a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead impedance was out of range, there was a lead integrity alert, no ventricular pacing and there was a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.it was reported that the lead impedance was out of range, there was a lead integrity alert, no ventricular pacing and there was a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event. (B)(6) 2011, the lead has been returned to the manufacturer.